Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation for an unknown procedure the sheath tip fell off inside the patient during the procedure which lead to a delay greater than 30 minutes, the tip was retrieved and the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9, g1, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The broken piece of the tip was returned along with the device. The detached broken piece of the tip was aligned with the damage portion of the tip on the device, and it properly position together. Based on the results of the investigation, a definitive root cause cannot be determined. The most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.